Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via social networking that the customer was experienced high blood glucose level and low blood glucose level. Customer¿s blood glucose level was 600 mg/dl after meals. Customer was not using auto mode. Customer was declined troubleshooting. The insulin pump will not be returned for analysis.